Event description:
The pt was revised due to persisent pain. Bone scan was positive for loosening of the femoral component but during surgery it was noted to be well fixed it was changed anyway. No signs of osteolysis or poly wear but insert was changed. The patella was well fixed and not replaced.